Manufacturer narrative:
As a result of a software related anomaly that is being addressed. Please disregard the date entered. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician evaluated model lap top ventilator 950. The unit passed all testing and met all carefusion manufacturer specifications. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported a patient was found unresponsive and disconnected from model lap top ventilator 950. The patient's caregiver was awakened by the sound of the ventilator alarming. Emergency response was called immediately. They arrived within minutes but were unable to revive the male patient. The customer confirmed there are no allegations of ventilator malfunction.